Manufacturer narrative:
It was reported from germany by the vad coordinator that the customer called me to report a controller which is not recognizing several batteries on port 1 but these are working on port 2. Log-files analysis by customer confirmed events. Controller and 3 batteries were exchanged with no effects to the patient. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today the company is seeking this information through the event investigation.

Manufacturer narrative:
Power, flow, speed, mean values and timeframe for the period were observed to be stable. There were critical battery alarms logged between 01/26/2015 and 04/15/2015. The data files show the occurrence of non-consecutive premature switching. However, these incidents are not related to the reported event. One controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the controller (con186118) passed visual examination and functional testing. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined this is one of three reports (3007042319-2015-00834, 3007042319-2015-02765 and 3007042319-2015-02766) submitted for devices related to the same event.

Event description:
It was reported from customer about a con which is not recognizing several batteries on port 1 but these are working on port 2,